Event description:
It was reported that an unspecified malfunction alarm occurred. Blood glucose was within range at the time the issue was noticed. Technical support planned to replace the pump and the customer was to use multiple daily injections as a backup therapy to maintain insulin delivery.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.